Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The stat cable from the rtos cpu assembly was evaluated and reseated. The gpos sbc cable to the hard disk drive was also replaced. The system software and calibrations was evaluated and reloaded during the service event. The system was tested and found to be working as intended and returned to service.